Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the needle 21ga 1-1/4in lax experienced a clogged/blocked needle and foreign matter contamination. The following information was provided by the initial reporter: a clogged needle with a foreign blue colored component (piece of plastic) was detected during the conditioning process.